Event description:
It has been reported to philips that geometry movement was partly available. The system was in clinical use. No harm has been reported. The control module was cleaned and the device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (rse) inspected the system onsite and confirmed that the geometry movements were not able to move. Review of the system log file found that the enable movement error was occurred due to the geometry module. The fse cleaned the geometry module. After cleaning the geometry module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.